Manufacturer narrative:
Motor error alarm during the occlusion test and a33 alarm during prime/a33 test due to moisture damage fsr. Motor passed motor test. Pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received an a33 and motor error alarm. Customer stated the a33 occurred during the changing of the set. Customer stated the motor error alarm occurred during the rewind/prime sequence. The blood glucose reading was 188mg/dl. Nothing further reported.